Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 17564 was returned and analyzed. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed. Data indicated the catheter was never used; no application performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation a kinked guide wire lumen was observed inside the balloon segment. Unable to insert the mapping catheter into the balloon catheter and the compatibility issue was confirmed. Dissection and further inspection identified the inner diameter of the guidewire luer was measured out of specification. Using calibrated pin gages, measured the push-button luer inner diameter 0.038 inches which is not within the specification, the inner diameter must be greater than or equal to 0.045 inches. Visual inspection under microscope revealed the luer opening was partially blocked with adhesive. The excessive adhesive in the guidewire luer was identified as the cause for insertion difficulties. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 2.54 centimeters proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to excessive adhesive at the guide wire luer and push button fitting, and a guide wire lumen kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be to be inserted into the balloon catheter due to the proximal part of the channel for the mapping catheter in the balloon catheter being blocked. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.